Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that her blood glucose was 400mg/dl and pump is gone and the tubing broke off. The cap stayed in her and the needle stayed in her body. The customer will call tomorrow and hung up. The insulin pump will not be returned for analysis.